Event description:
See initial report.

Manufacturer narrative:
The complained 3t heater cooler was sent to manufacturer. The device was cleaned and disinfected. Testing of the device found sealing of the tanks damaged. Additionally, tubing set, sealing, drain oring kit, venting valve and sealing bath bridge were replaced. Deep disinfection performed at manufacturer, functional test was completed with no issue. Through follow up, livanova was informed the device cleaned regularly as per the instruction for use, the hospital user do no use of reusable blankets, the water quality monitoring is daily applied and the h2o2 checked, when the device is not used, is it stored drained; h2o2 is added when the water in the tanks is changed (each 7 days), prior to initial operation and prior to storing the heater-cooler, all the surfaces and water circuits are disinfected, the 3t aerosol collection set is replaced after allowed use period (7 days), the hc3t field blue tubing set used with the heater-cooler is replaced each year, the device is placed inside the operation theatre during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication with customer, livanova learned that the device is cleaned regularly as per IFU; the hospital does not use reusable blankets; the water quality monitoring is applied and the h2o2 is checked daily; when the device is not used, it is stored drained; h2o2 is added when the water in the tanks is changed (each 7 days); prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected; the 3t aerosol collection set is replaced after allowed use period (7 days); the hc3t field blue tubing set used with the heater-cooler is replaced each year and the device is placed inside the operation theatre during use. However, following information could not be provided: - whether other devices/surfaces in the or/ICU were tested to identify the source of contamination - whether disposable gloves are used solely for hc3t device during cleaning, - whether a disposable pall-aquasafe water filter with 0.2 m membrane is used for tap water or equivalent performance filter. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol above described is still adopted by customer, and that no deviation from IFU that may have led/contributed to the reported contamination was observed. The root cause of the reported contamination could not be established. A device service history review was performed and revealed that the units were installed since 2017 and three similar events have been submitted. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.